Event description:
A customer reported obtaining unexpected (B)(6) reactions on galileo echo instrument (B)(4).

Manufacturer narrative:
The customer was asked to repeat testing of the sample in tube using a monoclonal control and the anti-d series 4 from the instrument. (B)(6) results were obtained. The image result files were reviewed by an immucor technical support specialist. Batches 17426 and 17430 showed that anti-d series 4 and series 5 wells were visually (B)(6) as interpreted by the echo. There were no errors at the time the assays were performed. The group qc resulted as expected with (B)(6) results for both the anti-d series 4 and series 5 wells respectively. Further investigation revealed that the sample also resulted as (B)(6) on a different echo instrument. An immucor field service engineer adjusted the shake gap and performed the qc for the group assay only and the expected results were obtained. The samples were tested and the expected results were obtained. Instrument is operating within specifications.